Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, and ear, nose & throat (ent) software, there were difficulties getting the 3d image to show on the navigation system. While troubleshooting the case, the ent application became non-responsive. The site rebooted the system and the issue resolved. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The site reported that the issue has not occurred again.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The patient archive was examined. The exams were not to protocol as some had the patient's nose cut off and none had the back or top of the head. There was one with wrong bit depth. Adjusting the threshold allowed for most exams to clean up and showed clean skin models. The system was found to be fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Following review of the patient archive, the software investigation concluded that the software functioned as designed.